Event description:
On (B)(6) 2012, the physician reported that the nerve damage was not related to vns stimulation or surgery. It was also clarified that the syncope was related to dehydration and not vns. No further information was provided.

Event description:
On (B)(6) 2012, a medical status form for the patient was received dated (B)(6) 2012. It reported that the vns patient suffers from some neuropathy that is ongoing. It was also noted that the patient has ongoing heart rate irregularities and syncope. The syncope was stated to be sometimes in response to vns. The patient was also experiencing ongoing mitral valve prolapse (mvp), major depression, gastrointestinal disorder sometimes, gad (generalized anxiety disorder) with panic disorder, and a new onset of chronic pain/pain syndromes. Attempts for additional information have been made to the physician but no further information has been received to date. A battery life calculation was performed which showed 7.38 years remaining until eri=yes.

Event description:
On (B)(6) 2012, the physician's nurse reported that what the patient meant by "heart rate irregularities" was that the patient had a mitral valve prolapse which she has had for over 15 years. The nurse then sent a form which stated that the patient had tachycardia (part of the mitral valve prolapse event). The patient's heart rate prior to the event was 80-90 bpm and the blood pressure was 120/80. The mitral valve prolapse was found during an EKG and started 15 years go. The patient does not have any symptoms of an arrhythmia. The patient experienced increased depression prior to the arrhythmia and had caffeine intake prior to the arrhythmia. The arrhythmia did not correlate with the on time of the programmed device. The physician does not believe the arrhythmia is related to vns and he feels that it is anxiety related. The patient has had such episodes in the past. No interventions have been taken and the arrhythmia event has not recurred. The physician reported that the patient is unsure when the syncope first started. The physician feels it is related to dehydration and he had the patient hydrate. The syncope is not associated with stimulation and no causal or contributory programming or medication changes preceded the onset of the syncope. The patient has a medical history of syncope prior to vns. No further information was provided regarding the nerve damage.

Manufacturer narrative:
.